Event description:
Ryan kaliban reported a pump error where cartridges would not work, even after attempting to use three different cartridges, and this issue interfered with his therapy. There was no reported impact to the customer¿s blood glucose level. Ryan declined further follow-up, and no additional information about corrective actions was obtained, but the record was documented accordingly as he was in the process of renewal and did not require a technical support call.